Event description:
Customer reportedly received results of 14.2 mmol/l and 7.2 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Patient was revised to address loosening of the femoral stem and dislocation.